Event description:
This was a left sided cardiac lead removal conducted in the hybrid operating room to extract a total of 4 leads [mdt 6949-ICD (rv-abandoned), mdt 4193 (lv), gdt 4470 (ra), mdt 6935 (rv)] due to an acute infection. Leads 6949, 4195 and 4470 were 77 months old and lead 6935 was 5 months old. The md was able to manually extract the rv lead (6935) without incident. The abandoned rv lead (6949) was prepped with a cook liberator and lasing began with a 14f sls ii. Significant binding was encountered at the proximal coil of the lead, moderate pressure applied to the sls and soon afterwards a cardiac tamponade was noted on fluoroscopy. The CT was called, responded within 2 minutes and within 5 minutes a sternotomy was performed. Upon opening the chest, a tear in the innominate/svc junction was noted and unfortunately was unable to be repaired prior to the patient coded. Resuscitation was unsuccessful and the patient expired on the table. No devices were retained for return engineering analysis as they were disposed of during the code.